Event description:
It was reported that during the implant attempt of the right ventricular (rv) lead, the lead would not go through the sheath. The physician stated that "it felt like it was catching." When the lead was removed from the sheath, the superior vena cava (svc) coil was damaged/stretched. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. (B)(4).